Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 57.8 mm diameter x 210 mm length thoracic aortic aneurysm approximately one month ago. The distal diameter of the proximal aortic neck was 36.5 mm. The right common iliac was 7.8 mm in diameter. The left common iliac was 7 mm in diameter. There was minor thrombus distal to the lsa and significant aortic tortuosity. A valiant (B)(4) were successfully implanted. It was reported that the case went well with a good result; however the patient became paralyzed and is undergoing rehabilitation (exact date of the event is unknown). The patient had a spinal drain placed for this procedure and the stent graft coverage was in the proximal 2/3 of the descending aorta without coverage of the lsa. The patient experienced decreased ability when the spinal pressure was allowed to return to normal. The physician decided to pull the spinal drain regardless. No further information was provided.